Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the complaint device was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
(B)(6). It was reported that the patient died. In (B)(6) 2017, clinical status assessment identified the patient's condition was stable angina and the patient was referred for cardiac catheterization. Subsequently, the index procedure was performed. The target lesion was located in proximal left anterior descending (lad) artery with 90% stenosis and was 20 mm long with a reference vessel diameter of 3.0 mm. The target lesion was treated with pre-dilatation and placement of a 3.00 x 32 mm synergy ii study stent with 5% residual stenosis and timi flow 3. On the same day, the patient was discharged on antiplatelet therapy. In (B)(6) 2017, the patient died. The cause of death was heart failure.

Manufacturer narrative:
Describe event or problem a and patient code updated. (B)(4).

Event description:
It was further reported that on (B)(6) 2017, the site has reported an event of cardiac arrest with an unknown cause. Per death certificate, the primary cause of death was "cardiac arrest". Other contributing conditions were coronary artery disease, congestive heart failure, insulin dependent diabetes, obesity, history of cerebral vascular accident, hypertension and hyperlipidemia. No autopsy was performed.

Manufacturer narrative:
Describe event or problem updated. (B)(4).

Event description:
It was further reported that the target lesion was a long lesion extending to middle portion of left anterior descending (lad) artery. The medical record revealed that the patient's last visit was thirteen days post index procedure. The patient underwent exams on the same day, which revealed no bleeding events; however patient had poor appetite, inactivity and fluid overload. Per death certificate, it was a natural death.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that stent thrombosis occurred per adjudication results.